Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 420 mg/dl on (B)(6) 2018. The time of the incident is unknown. Customer had numbness and heavy breathing. Blood glucose value when admitted to hospital was 387 mg/dl. Customer blood glucose reading for time of the incident was 420 mg/dl. Customer current blood glucose reading was 258. Customer did used the insulin pump with 48 hours. Customer was treated at the with bolus with the insulin pump. The names of the hospital: (B)(6) hospital. The reporter name is (B)(6). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. There was no leak or air bubbles. The drive support condition was normal. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Customer did not perform hp test. Products will not be returning for analysis.